Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that a 6f angio-seal vip was deployed in the right common femoral arteriotomy (rcfa). The angiogram showed the artery to be approximately 6mm. The patient returned to the hospital at a later date (date unknown) with pain in the right groin and leg. The left cfa was punctured and an angiogram was performed. The rcfa was almost 100% occluded at the site where the angio-seal was placed in 2009. The patient was sent to surgery five months later, for an endarterectomy and patch to the rcfa. The occlusion was described by the surgeon as a fibrotic ball. No additional information was available.